Manufacturer narrative:
Upon receipt of the pressure regulating balloon, control pump and occlusive cuff of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the cuff shell. The damage appears to be consistent with wear at a fold in the cuff shell. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The analysis concluded the tear could affect the functionality of the device; however, product analysis could not confirm the reported clinical observation as it is unknown.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reason. No patient complications were reported. Product analysis revealed a tear in the cuff that could affect the functionality of the device.